Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to capacitor on the interface board voltage leak. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the usb is needed to be reinstalled/updated. Customer's blood glucose was unknown mg/dl. The customer was assisted and able to upload. Customer was advised that as serial number of insulin pump had changed carelink will asked for verification of serial number before upload completes.